Manufacturer narrative:
The subject device was returned for investigation. Based on the results of the investigation and the information provided, it is likely due to corrosion which was confirmed on the electric connector terminals. The most probable cause is that water ingress into the electric connector caused a short circuit in the printed circuit board housed inside the connector, resulting in e227. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that bronchovideoscope had an e227(scope communication error) due to corrosion on terminal of electric connector. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to d5 and h11. The customers' allegation was confirmed.